Manufacturer narrative:
Based on the claim against the product by the customer noting, that there were errors c-30 on the integrated electro surgical unit vio erbe, during monopolar energy activation. An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to investigate the reported event further. Based on the field evaluation, this reported event was confirmed. The fse replaced the iesu to resolve the issue. Intuitive surgical, inc. (Isi) has not received the device to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is considered a reportable event, due to the following conclusion: the customer converted to another system after the start of the procedure, due to the electro surgical unit malfunctioning. While there was no harm or injury to the patient. System unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur. As it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported, that during a da vinci-assisted surgical procedure. There were errors c-30 on the integrated electro surgical unit vio erbe during monopolar energy activation. Intuitive surgical inc.(isi) technical support engineer (tse) had the customer to try to reboot the erbe, but the issue persisted. Furthermore, the tse advised the customer to use the erbe installed on the second vision side cart (vsc) to resolve the issue. The procedure continued as planned. There was no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electro surgical unit (iesu) involved with this complaint and completed the product evaluation. Failure analysis could not reproduce the customer reported complaint. The iesu was placed on an in-house system and was run in normal mode. The iesu energized and cauterized, and all ports recognized instruments.

Event description:
Refer to h10/h11 for follow-up information.